Manufacturer narrative:
Product ID 3389-28, lot# b0849175k, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had recurrence of pain for a few months, after a replacement procedure on (B)(6) 2019. The channels from 8 to 15 were stated to be defective, the impedance of the "pads" was too high and "after investment, the box was not working." It was noted the right lead and "case" were changed under general anesthesia. A risk of infection was noted, but there was no report that patient experienced infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for idiopathic dystonia.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 02-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's right lead seemed to be non-functional. The patient received a new ins and extensions on (B)(6) 2019, and since that time the right lead didn't work. Impedance measurements were performed on (B)(6) 2019 showed that current measurements were outside of limits on all contacts. The lead was explanted and replaced on (B)(6) 2019 and the issue was resolved. No further complications were reported or are anticipated in association with the event. Additional information was received from a hcp. It was reported that the impedance was high and out of range. The hcp believed the lead had been destroyed in the recent implant procedure. It was also stated that during the programming session it appeared that the plot numbers were wrong for lead.